Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't power off after dose was completed during therapy in the nursing department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of pump won't shut off when dose is completed was not reproduced, however the pump does not shut off following completion of an infusion. The pump continues at the kvo (keep vein open) rate. The evaluator found the pump continued at the kvo rate as intended, following completion of the infusion. The pump functioned as intended in relation to the reported problem. Per the spectrum iq operator's manual: "at the completion of a primary infusion, the pump will infuse at the kvo rate configured per drug in the drug library or the current infusion rate, whichever is lower. The default kvo rate is set at 1 ml/hr but may be configured to between 0.5 and 50 ml/hr. At the completion of a secondary infusion program, the pump will run at a fixed kvo rate of 1 ml/hr or the infusion rate (if lower than 1ml/hr)." The pump under delivered during flow test. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was performed. On the reported event date, a primary infusion of "IV-lac ringer" was running at 30 ml/hr. The user stopped the pump with a remaining vtbi of 195 ml and programmed a secondary infusion of meropenem" at a rate of 100 ml/hr and vtbi of 50 ml, which would run for 30 minutes. The user declined a secondary callback, which would allow the pump to continue at the primary infusion rate upon completion of the secondary infusion. The secondary infusion completed after 30 minutes and the pump continued at the primary rate of 30 ml/hr. The primary vtbi at the time was 195 ml. The pump stopped due to an "air-in-line!" Alarm. The remaining vtbi at the time was 23.9 ml. The user unloaded and reloaded the set and restarted the pump. After 1 minute, the user updated the vtbi to 500 ml and the user resumed the pump at 30 ml/hr. The pump ran for 36 minutes before the user stopped and powered off the pump. The primary infusion did not run to completion. The reported condition was not verified. The cause of the condition was determined to be the failed pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.